Event description:
It was reported that there were telemetry and interrogation issues, and telemetry was not possible anymore. The reporter stated that they wanted to open the device pocket. It was unclear what they wanted to do after the pocket had been opened or if they wanted to move or replace the device. There were no patient symptoms and the patient suffered no injury or adverse event. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that the procedure did not take place and no x-ray had been performed. It was noted that he stimulator was still not responding and could not be recharged. It was further reported that no other information was available. If more information is received it will be filed in a supplemental report.

Manufacturer narrative:
(B)(4).